Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation.   New information added to the following fields: d9, e1 (telephone), h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that, the video system center does not transmit signal. The issue occurred during reprocessing. There were no reports of patient harm.